Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. The p-cap locks properly into place. Unit was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had crack on battery side. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.